Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the stylet cannot be inserted past 38cm distal due to the lead being stretched during the implant attempt.

Event description:
It was reported that during the implant attempt, the stylet was unable to be advanced to tip of lead. The device was not used. There were no patient complications reported as a result of this event. Stylet unable to be advanced to tip of lead during implant. Not implanted. Edit 21 apr 2010: it was reported that during the implant attempt, the stylet was unable to be advanced to tip of lead. The device was not used. There were no patient complications reported as a result of this event.